Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
Initially it was reported to arjohuntleigh representative that during lifting the patient with a passive lift, spreader bar detached from a lifting arm. "Resident was being transferred from wheel chair to bed. There were two c.n.a.'s making the transfer. The resident was raised up out of the wheel chair and wheel chair was moved aside, while aid was rotating resident into position to lower him onto the bed there was a loud "pop" noise and resident fell to the ground with hanger bar and t-bar hitting resident in head and possibly forearm. The aids called for help from a nurse and they accompanied the resident until the emt's arrived and they moved resident to the gurney with the sling and transported him to the hospital". The resident had a fractured c7 vertebrae, head contusion, and a skin tear on left fore arm. On (B)(6) 2015 we received information from the facility that the resident "was being sent back to hospice" after getting treatment for injuries but has since expired. It is unknown if the death is related to the injuries sustained during the incident.

Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar events for maxi move we have found low number of other similar cases where t-bar detached from the device with a patient on it. Please note that arjohuntleigh manufactured over (B)(4) maxi move lifts to date (models with same design of t-bar attachment). With the amount of sold devices and with comparison to the daily use of them the occurrence observed for complaints with this failure mode in last 5 years is considered to be (B)(4). The device was inspected by an arjohuntleigh representative at the customer site and found to be out of specification. The device was being used for patient handling and in that way contributed to the event. From the received information the resident fractured c7 vertebrae sustained head contusion and a skin tear on left forearm. The resident was hospitalized. On (B)(6) 2015 we have received information from the facility about the resident's death. We have not received any confirmation of a relation between the resident's death and the reported event. T-bar is a part of a jib allowing interchange of different spreader bars. T-bar is attached to the lifting arm with a screw bolt and a lock nut on the lifting arm. The locknut prevents the nut from unscrewing. The t-bar and locknut should rotate freely in the lift arm and bushings reduce the friction in the system. A set screw (m4) is intended to block the motion of a connector in the t-bar. The m4 set-screw is a component which is fastened in the threads above the locknut. Its primary function is to ensure the contacts in the t-bar remained fastened. The set-screw also acts as a secondary locking device, should the locknut become loose. There are three mechanisms that are intended to make sure the pivot locknut does not inadvertently unscrew itself: the locknut includes a self-locking feature. A torque of 60 nm needs to be applied to the nut. A set-screw above the lock nut acts as a secondary locking device, should the locknut become loose. The device examination after the reported event showed the following failures related to t-bar and its attachment: t-bar was detached from a lifting arm. As per photos t-bar bolt was not broken (initially reported that "bolt broke"). Set screw broke off. Spring (that induces friction to limit the rotation speed of the t-bar) was out of its position. The damages at the top of the locknut most likely appeared when it broke through the set-screw. From the above summary of failures it appears that the t-bar detached from the lifting arm due to unscrewed t-bar bolt. The examination of the involved device showed also that the t-bar was in the position with the mounting nut threaded on approximately ½ turn of threads, as per the service technician: "as it would have been right before the aids turned the hanger bar to reposition resident to put down in bed". The most likely possibility for unscrewing of the locknut is related to friction between the lift arm, washer and locknut to allow the locknut to unscrew itself. Detailed service procedure for maxi move is included in maintenance and repair manual (09.km.00/1us from february 2006). Section regarding 'jib and attachment' informs service technicians: point 7.1 "remove the jib top cover and use a 30mm socket to check the torque on the m20 locknut that retains the lift support/teebar to the jib. Torque should be 60nm (44 lbf ft)" we don't find it as the exact root cause of the reported incident - t-bar detachment and fall of the resident, as the review of service records in last year showed no anomalies, last maintenance was performed in august 2015. However one-off mistake cannot be ruled out in this case - incorrectly torqued locknut or not checking it during annual maintenance. It is likely that 'unscrewing' process lasted for some time (during positioning and turning spreader bar), it was not a sudden failure. This is confirmed by the fact that the t-bar position was with the mounting nut threaded on approximately ½ turn of threads "as it would have been right before the aids turned the hanger bar to reposition resident to put down in bed", it indicates that there was a significant gap under the lift arm. Additionally it is worth to mention fact, that his failure is easy to notice (e.g.: during attaching spreader bar, positioning the resident in a sling). Please note that in accordance to instruction for use provided with each device (operating and product care instructions 04.km/00/1gb from april 2006) the caregiver is obliged every day to: "check that all external fittings are secure and that all screws and nuts are tight". The above evaluation showed that there were 2 factors that could contribute to the reported event: poor maintenance - as it cannot be ruled out. User error - not checking device condition during use, what contributed to the reported event.